Manufacturer narrative:
H6: investigation summary one photo of an unknown liquid in a glass bottle was provided to our quality team for investigation. No physical sample and photo of a related defect to the complaint was received. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10

Event description:
It was reported that the bd plastipak¿ syringes with luer-lok¿ tip experiecned foreign matter contamination. The following information was provided by the initial reporter: we use your syringes in our pharmaceutical process and unfortunatly we have identified silicone small particules in our drugs.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringes with luer-lok¿ tip experienced foreign matter contamination. The following information was provided by the initial reporter: we use your syringes in our pharmaceutical process and unfortunately we have identified silicone small particles in our drugs.